Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the pump black box revealed multiple cs 052 alarms. There was no damage found to the battery compartment. A test battery cap was able to securely attach to the pump. During rewind, the pump emitted a replace battery alarm. There was moisture visible in the display. A leak test was performed and failed indicating a pump case leak. The pump was opened and there was visible moisture damage found on the printed circuit board. Unrelated to the original complaint, the pump case was observed to be cracked near the top right corner of the display.